Manufacturer narrative:
A ge representative evaluated the system and replaced the on/off switch. System operates as intended.

Event description:
Customer reported the system intermittently shuts down on its own, and has shut down during cases. No pt injury was reported.